Event description:
It was also reported that on 04/24/2013 the patients device was reprogrammed and capture was obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic for a routine follow-up. The left ventricular lead exhibited loss of capture in all configurations. The lead was turned off.